Event description:
Unknown event date: notified by (B)(6) that a dfr component will be revised on (B)(6) 2026 by dr. (B)(6) as it appears to have failed bushings/internal components. The part was implanted on (B)(6) 2019 by dr.(B)(6).